Event description:
Related manufacturer reference number:1627487-2022-04189. It was reported that the patient experienced ineffective therapy after bending over really low to pick something up. As result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead and extension were explanted and replaced to address the issue. Reportedly, during the procedure, it was noted that the lead had fractured and the extension exhibited high impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received, continuity testing showed all channel wires were electrical open and found on the returned lead extension. The cause of the event is consistent with damage during use.